Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small threadlike particle was observed inside an intravia bag after compounding. The particulate was observed in the solution during filling with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual examination, damage to the inner lumen of the additive port was observed. Under florescent light a single white/colorless fiber which sunk to the bottom of the container was located. Stereo-microscopically, the fiber was found to be approximately 4.4mm long with a curled morphology. The fiber was flexible and polymeric. Fourier transform infrared (ft-ir) analysis generated a spectrum which was consistent acrylonitrile-butadiene-styrene copolymer (abs). The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.